Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the steps taken to resolve the inability to void, the patient indicated that they couldn't pee, but it was a little better. The patient stated they were still having trouble starting to pee. On (B)(6) 2020 the patient again replied when asked for the steps taken to resolve their inability to void. The patient indicated that it was getting started that was the problem, as they had indicated before. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was not able to void and at first thought it could be a uti, however, they had a test and it came back negative. The patient stated that if they didn¿t void, their bladder gets very painful and they had to force it out. The patient stated it had been like this for the last couple of weeks, the end of january. The patient stated that they had increased their fluid intake hoping that would help, but it didn¿t. The patient did make an adjustment about a week ago, but the sensation was pinching them and still no improvement in their symptoms. The patient did decrease settings to a comfortable level. The option to switch programs was reviewed and the patient was redirected to their healthcare provider. No further complications were reported.